Manufacturer narrative:
Evaluation: smiths medical international's investigation states that a review of their complaints history confirmed this to be the first complaint for this product lot. Though there have been six complaints for cracking of the coating on this product code in the past five years, these are historical and do not indicate a systematic failure during MFR. A further review of mfg records confirmed the presence of a visual inspection for surface finish on 100% of products. The incident reporting form states that this product was repeatedly cleaned with alcohol before use. This is in contravention of the product instruction leaflet which clearly states that alcohol based solutions must not be used for cleaning as they are likely to degrade and weaken the surface of the introducer. Acceptable cleaning solutions are listed within the instruction leaflet.